Event description:
I have experienced serious burning when inserting my contact lenses after using clearcare brand disinfecting solution. Lenses have been in the case for the required minimum of 6 hours. It requires me to remove them immediately to prevent my eyes from getting sore. I've discovered that this occurs after shaking the lens care before removing the lenses from the case. I found that this does not occur if I do not shake the case. The packaging warns users not to shake the case after putting the lenses in them, but before taking them out. The solution is supposed to have turned to saline after the required amount of time has passed for disinfection. I have used clearcare for over 30 years and have never experienced this before. I believe they have changed the product, mfg process, or something. The lot number of the current bottle I'm using is 252468f. Exp. Date of 04/2017.